Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for routine follow-up, far-p oversensing on the ventricular channel and increased capture threshold were observed. X-ray revealed lead dislodgement due to twiddler's syndrome. The lead was explanted and replaced. The patient was in stable condition post-procedure.